Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30 degree endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate nor confirm the customer reported complaint. The endoscope image was good in both eyes and the visible light was noted through cable jacket. No image or video was available for review. A review of the instrument logs for the endoscope (part number 470057-05/lot number sf2033122) associated with this event has been performed. Per the review, the endoscope was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 1849 uses remaining after the last procedural use. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the endoscope image flipped upside down and back. Poor camera control could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 30 degree endoscope image flipped upside down and back. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.